Event description:
The blue tip end of salvia ejector was dislodged by patient mouth activity. A search of patient area, bed and an xray did not locate missing tip. A physician was contacted and examination found the tip advanced into the hypopharynx area. Removal was facilitated with a laryngo-blade and magill forceps.